Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post procedure the patient was spitting up blood. A 24mm watchman laa closure device was implanted during a left atrial appendage (laa) closure procedure without any issues. A tug test was performed and the closure device was placed distal to and spanned the entire laa ostium. One hour post procedure that patient was spitting up blood. A chest x-ray was performed, the patient hemoglobin and hematocrit (h&h) were drawn and the patient was monitored over night. No further patient complications were reported and the patient is home and doing great.